Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the site registered they got up to 100% with 276 dots but it said "registration failed, collect more points". The site did not use the system for the case and navigation was aborted. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.